Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corners, case at reservoir tube window corners and lcd window.

Event description:
The customer initially called to reported that the insulin pump has a crack on the screen. The device has had the damage for a month and crack is spreading. During the call; the customer stated that she uses the threshold suspend feature and on (B)(6) 2015 she had low blood glucose of 42 mg/dl and didn't hear the threshold alarm. The alarm history was checked and the customer received the alarm twice that day. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.